Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons functioned properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the keys on the insulin pump became unresponsive during a bolus. The blood glucose reading was 180 mg/dl. He stated that the insulin pump had not been bumped, dropped or exposed to moisture. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.